Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer returned a single-lumen central venous catheter that was separated into two pieces at the juncture hub. The break in the hub was above the suture wings with the extension lines within the top portion of the hub at the end of the separated section. The broken end of both pieces were jagged, indicating that the hub was torn apart. Microscopic examination did not reveal any other defects or tool marks. The instructions for this product provides techniques for catheter insertion, use and maintenance. A device history record review was performed on the catheter and did not reveal any relevant findings. Based on the report that the catheter broke during insertion into the patient and no manufacturing defects were found, operational context appears to have caused or contributed to this complaint. No further actions will be taken.

Event description:
It was reported that during insertion in the operating room, the suture wing broke during insertion into the patient's right subclavian vein. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.